Manufacturer narrative:
Reported event was confirmed by review of x-rays provided and product return. The hinge post and hinge post extension have damage to the threaded feature. X-ray assessment performed and it shows initial lack of posterior slope of the tibial component and gap at the tibial tray medial cement bone interface may have led to later frank loosening of the tibial component with anterior slope abnormal stresses on the hinge post and eventual disassociation and anterior dislocation of the hinge post. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: unk, unknown rotating hinge tibial tray, lot # unk; catalog #: 00588004012, nexgen rotating hinge knee articular surface, lot # 63283087. (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04909.

Event description:
It was reported that the patient was feeling pain and instability in their knee. It was found that the coupling pin had been dislocated and a revision was performed.